Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly, battery gauge was fluctuating resulting in the pump shutting down unexpectedly. The customer¿s blood glucose (bg) level was ¿high¿ on cgm. Customer address bg with a correction bolus via pump. A replacement pump was sent to the customer.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging was verified. However, the battery not holding charge allegation could not be verified.